Event description:
It was reported that the patient's right ventricular (rv) lead dislodged post-implant. Additionally, the rv lead had high thresholds and high impedance. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).